Event description:
During an elbow arthroscopic debridement with use of an arthrex burr (oval, flushcut, 12 flute, 5.0mm), a fragment of the burr broke off. Burr was immediately taken out of service. Device will be returned only if mfrs provide prepaid shipping packaging as per dot, or pick the item up. The detail in the report is the extent to which we identify medications involved or pt contact.